Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic pain, adhesions, hernia recurrence, and required debridement as well as mesh removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced mental pain, permanent impairment, loss of enjoyment of life, chronic pain, adhesions, and recurrence. Post operative patient treatment included debridement and removal.

Manufacturer narrative:
Additional info: b2, b5, e1 (facility name, street, city, region, postal code), g1, g3, h6 (added patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced mental pain, permanent impairment, loss of enjoyment of life, chronic pain, adhesions, seroma, abdominal lesions, inflammation, infection, non-healing abdominal wound, wound drainage, and recurrence. Post operative patient treatment included debridement, removal, and hernia repair with new mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, a5a, a5b, b2 (added life threatening and hospitalization), b5, b6, b7, d10, h6 (patient codes, device code, "abdominal lesions, fibroadipose tissue, subcutaneous emphysema, thrombophlebitis"). D10: xenmatrix 19x28cm (retrorectus) product ID: 1161928 lot #: huwe0943 expiration date: 2014-05 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after onlay implant, the patient experienced rare gram+ cocci, fibroadipose tissue, foreign material tissue reaction, cutaneous erosion, dehiscence of the anterior abdominal wall, subcutaneous emphysema, inflammatory fat stranding, enterococcus faecium, vancomycin resistant, near occlusive thrombus, proteus mirabilis, moderate streptococcus agalactiae, rare staphylococcus coagulase, slightly blood-tinged serosanguinous fluid, difficulty breathing, partial small bowel obstruction, scattered fibrin tissue, PICC related thrombophlebitis, dvt, drainage that is greenish with odor, fluid collection, scar tissue, hematoma, abscess, mrsa, cellulitis, abdominal pain, nausea, vomiting, cyst, fever, erythema, chest pain, sepsis, ulcer, edema, acute respiratory failure, mental pain, permanent impairment, loss of enjoyment of life, chronic pain, adhesions, seroma, abdominal lesions, inflammation, infection, non-healing abdominal wound, wound drainage, and recurrence. Post operative patient treatment included CT scan, ultrasound, PICC line, home health care, 5 indwelling jp drains, drain removal, IV fluids, pain and nausea medications, aspiration of slightly blood-tinged serosanguinous fluid, pigtail catheter, evacuations of fluid collections, ir percutaneous drain placement, antibiotics, bactroban cream, tpa, hospital admission, exploratory laparotomy, lysis of adhesions, resection of edematous soft tissue, mesh, skin and subcutaneous tissue, bilateral redo posterior rectus sheath harvest, advancement and closure for exclusion of retromuscular space from peritoneal cavity, advancement and plication closure of large anterior abdominal wall soft tissue defect with irrigations, ICU stay, home care for wound vac changes, debridement, removal, and hernia repair with new mesh.